Manufacturer narrative:
Product complaint # ==> (B)(4). Additional information was requested and the following was obtained: what are the patients pre-existing medical conditions ? The patient had myelodysplasia for which he was getting transfusions every 4 months. The patient also had low level of htn and hld and hypothyroidism.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: please provide the patients pre-existing medical conditions (co-morbidities)?unknown initial procedure date - approximately 2 months ago. How was the patient treated? Prepped using betadine, closed in 3 layers and then prineo was applied. Please indicate any medical or surgical interventions performed? N/a. Was the site cultured? If so, what bacteria were identified? No. Update to patient current condition - patient is recovering. What is the physicians opinion of the contributing factors to the infection? Unknown what prep was used prior to prineo use?betadine. Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Was a dressing placed over the incision? If so, what type of cover dressing used? Dressing was placed. Type unknown . Lot number involved: unknown. Is the product or representative sample (product from the same lot number) available for evaluation? No. Patient demographics: initials / ID; age or date of birth; bmi ; gender ¿ male. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What are the patients pre-existing medical conditions (co-morbidities)?

Event description:
It was reported that a male patient underwent a total shoulder procedure on an unknown date and topical skin adhesive was used. Post operatively, five or six days after the procedure, the patient called the doctor, complaining of drainage. On the 14th day, the patient visited the office, the incision was red and raw, the wound had dehisced and the tissue was narcotic. The patient is recovering. Additional information has been requested.